Manufacturer narrative:
Occupation: bsn, rn, ccrn, patient education coordinator. Additional initial reporter: (B)(6) rn. The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred. Troubleshooting aid was given to no avail. It was noted that the failure happened the prior day and the fiber optic cable was coiled, secured, and labeled. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was inquiring about leaving the pump in auto mode versus switching to semi auto mode. The getinge representative informed them that the console performs at its highest capacity in auto mode, ECG trigger regardless of the type of iab being used. The getinge representative also educated them on the purpose of the fiber optic sensor in the iab. They stated that they would like to call the getinge representative back with the cns on the team because the information could change practice for the unit. The getinge representative agreed and told her to call them when she was able to discuss with the cns present. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a